Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used in a procedure. Procedure date is unknown. According to the complainant, the patient unintentionally pulled the peg out during sleep. The patient suffered from behavioral disorders due to parkinson's disease. The procedure was completed with a new endovive initial placement kit. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of unintentional removal of peg device. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.